Event description:
It was reported that the patient passed out at home for an undetermined amount of time on (B)(6) 2026. They had been having low flow alarms as well. Log files captured mainly routine events but did see a couple times on (B)(6) 2026 at 2017 and on (B)(6) 2026 at 0227 where the estimated flow dropped below the 2.5 lpm threshold but was not sustained long enough to trigger the audible alarm. This appeared to be patient related as these lower flows were associated with elevated pulsatility index (pi) values. There were no other unusual events were noted in the log files. The log files were set to record every hour and captured a couple lower flows as well going back to (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2025 and (B)(6) 2026 through (B)(6) 2026. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis. The patient came to the clinic with a near syncope and fell at home. There were a lot of low flow which seemed to be hypovolemic. Log files contained low flow estimates as well as sustained low flow hazard events. These flow readings did not appear to be the result of any external equipment malfunction. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log files. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Log files were attached for review. The patient was also getting a computed tomography angiography (cta) to rule out outflow issue. Log files captured low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5lpm during the events. The log files contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction.